Event description:
The customer reported that after catheter was removed from the patient, they were noticed that the shaft of the lasso was broken. The customer stated that the wires were visible. The procedure was completed with no patient consequences. On (B)(4) 2011 laboratory received the device and complaint condition reported was confirmed making this complaint reportable. Awareness date changed from (B)(4) 2011 to (B)(4) 2011.

Manufacturer narrative:
It was reported that the shaft of the lasso was broken and the wires were visible. The product was visually inspected and it was found that the tip was detached from the shaft. It was observed that the (B)(4) tube was misaligned causing the separation between the shaft and tip. Due to the fact that the wires were visible, an electrical test was performed and the catheter passed specifications indicating that the wires were not damaged. In addition to the DHR review that verifies that the device was manufactured in accordance with documented specifications and procedures, the manufacturing process was evaluated and it was found that the catheters are 100% inspected prior leaving the facility. No further investigation could be performed since the entire lot was distributed. However there are no other complaints reported for this failure. The customer complaint has been verified. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental will be submitted to the FDA as required if any additional information is provided by the customer. (B)(4).